Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated a reboot on the event date. No low battery warnings or replace battery alarms were recorded around the time of the alleged power issue. No damage was observed to the pump battery compartment. The battery cap was not available for testing with the returned pump; a test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions. Current draws measured within specifications. A replace battery alarm was emitted appropriately during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump did not alert the user that the battery was low and needed to be replaced. The alarm history recorded an unconfirmed empty cartridge alarm. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.